Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry pc lost connection with the host pc. Analysis of the system log file did not show any geo pc malfunction. During troubleshooting, the philips engineer found that the geometry pc was unable to communicate intermittently. The fse reseated geo pc connection. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry pc lost connection with the host pc. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint. Geo ipc error dear colleague, we ask your attention for the following predictive alert. Planning advice please contact customer in order to make an appointment. In order to prevent a customer call, please follow-up asap problem description sometimes, geo pc loses connection with host pc. Customer impact intermittently, communication with the geo ipc is lost. Not possible to perfom any movements. Customer needs to reboot system. Date of failure / occurrences of failure location system release date no of occurrences stat_pcstartuptimeouts 06 daysbefore: 2023-11-10t08:51:34, 3 stat_pcstartuptimeouts 04 daysbefore: 2023-11-10t08:51:34, 1 stat_pcstartuptimeouts 02 daysbefore: 2023-11-10t08:51:34, 1 stat_pcstartuptimeouts 01 daysbefore: 2023-11-10t08:51:34, 1 stat_pcrebootstatus 06 daysbefore: 2023-11-10t08:51:34, 1 stat_pcrebootstatus 04 daysbefore: 2023-11-10t08:51:34, 1 stat_pcrebootstatus 02 daysbefore: 2023-11-10t08:51:34, 1 stat_pcrebootstatus 01 daysbefore: 2023-11-10t08:51:34, 1 stat_060000011 unable to communicate sid 06 daysbefore: 2023-11-10t08:51:34, 1 stat_060000011 unable to communicate sid 04 daysbefore: 2023-11-10t08:51:34, 1 stat_060000011 unable to communicate sid 02 daysbefore: 2023-11-10t08:51:34, 1 stat_060000011 unable to communicate sid 01 daysbefore: 2023-11-10t08:51:34, 1 recommended action try to reproduce problem in the morning by connecting a monitor to geoipc.try reloading the geoipc software. We recommend to replace geoipc itself; most likely cause due to either defective hdd or internal power supply defective (old elco's). Estimated technical repair time 1h, worst case 4h. Additional information 09-nov-2023 08:04:12.000 060000011 geometry application error : unable to communicate with geoipc. Sid is unknown and no movements are available. [Severity] error [exception_description] all position information for frontal stand, lateral stand and table is unknown. Startup error system sw release site ID (B)(4), serial number (B)(6), system type allura xper model name fd10 model number 722026 version 8.2.17.0 if you have any questions or remarks, please let us know. Kind regards, (B)(6) is cs remote monitoring team email: (B)(6).